Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The reporter also alleged black powder came out from the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust contamination in the hose connection port. The manufacturer visually inspected the device internally and found no evidence of foam degradation or black particles. Heavy dust contamination was observed in the blower and especially on the blower impeller. Upon opening the sealed bags containing the mask and tubing, a heavy mildew odor was observed. The manufacturer then examined the 15mm tubing returned with the unit, finding no evidence of black particulate matter. Light dirt and fiber buildup was observed in both connection ends, but nothing was observed in the tubing. Close examination of the mask did confirm the presence of dark/black contamination, as well as lint/fiber contamination, and a lighter colored contaminant. The manufacturer examined all contaminants under a microscope, concluding the dark contaminant to be organic in nature and most likely mold. The manufacturer was unable to identify the light-colored contaminant with any certainty, but a body fluid seems likely. The device's event logs were downloaded and reviewed. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer can confirm dark contamination was present in the mask, most likely mold and a light-colored contaminant on the mask. The manufacturer was also able to confirm dirt/lint contamination in portions of the airpath, with lack of a pollen filter during operation as the most likely source of this contaminant. The manufacturer concludes there was no evidence of sound abatement foam degradation but contaminations throughout the device that are from an external source.